Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion, stent: xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the moderately tortuous, moderately calcified, 90% stenosed, mid right coronary artery. A 5.00 x 08 mm nc traveler rx balloon dilatation catheter (bdc) was advanced with no resistance felt to the lesion for post-dilatation of a xience alpine stent. Upon the second inflation to 12 atmospheres the balloon ruptured. The bdc was removed from the anatomy. No replacement bdc was needed as the xience alpine stent was sufficiently apposed to the vessel wall. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.